Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reports that 5 months after the dental implant was placed in ada site 23, the implant had not yet obtained primary stability. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reports that 5 months after the dental implant was placed in ada site 23, the implant had not yet obtained primary stability. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).